Event description:
Fyi: a non-healthcare professional reported that an incomplete capsulotomy and lens fragmentation pattern occurred following a system software upgrade. The surgeon encountered multiple capsulotomy adhesions, which resulted in incomplete flaps in an unknown eye of a patient during refractive surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site # (B)(4)). The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. There were no service record (relevant to the reported event), found. However, the system was last serviced after the reported event per service record. The system was found to meet all cosmetic and performance standards (at that time). Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).